Event description:
The customer reported the device has a missing segment. No patient impact or consequences were reported.

Manufacturer narrative:
Additional manufacuring narrative: other, other text: the returned device was evaluated. External visual inspection showed no damage. When powered on two segments on the bottom row of the display failed to illuminate. The device was able to obtain readings and alarmed audibly and visually under alarm conditions. Internal inspection showed that the non-illuminating diode segments were open due to a defective d1 component. A service history record review reveals that this unit was in the field for over two (2) years with no previous reported issues related to this reported event.

Manufacturer narrative:
Attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
The customer reported the device has a missing segment. No patient impact or consequences were reported.